Event description:
It was reported that a spectrum iq infusion pump over-infused multiple times during programming /set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "multiple over infusing issues" was not reproduced. Evaluation sent the device to flow lines for flow testing with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.